Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient received the message of generator has reached end of service, as a result the patient lost stimulation. Surgical intervention took place on (B)(6) 2022 where the ipg was explanted and replaced to address the issue. The replacement resolved the issue and effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.